Manufacturer narrative:
(B)(4). Date sent: 07/09/2020. Lot # u4012m: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: please see attached user facility mw #: (B)(4) - attachment: [(B)(4)].

Manufacturer narrative:
(B)(4). Batch # t5f08h. Device analysis: the analysis results showed that the tx60b device arrived with no apparent damage and with no reload present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colon resection procedure, the ¿whole staple line came undone.¿ it did not staple. A competitor device was used to complete the procedure. There were no adverse consequences for the patient.